Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor needle broke. The customer¿s current blood glucose level was unknown at time of incident. The customer reported that the needle broke upon insertion. Customer reported that the introducer needle fractured while in the body and was still in the body. The customer was advised to return the needle hub assembly. The sensor will not be returned for analysis.